Event description:
Report received of an unspecified number of undocumented incidents of inability to deliver via the clave port. The clave ports were being accessed with carpuject 2ml saline flush syringes to flush the primary lines after delivery of unspecified secondary medications. When the carpuject syringe would not deliver the saline flush solution, the clave was accessed with either a 5ml or 10ml syrex neptune syringe to flush the primary line. There were no reported patient effects. No medical intervetnions were required.